Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed due to this anomaly. No cosmetic damage was noted.

Event description:
Customer called to report that the insulin pump alarmed button error. Issue was not resolved after the battery was changed. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.